Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic gastrectomy, scissoring occurred at first, and then two clips came out at a time. Another device was used to complete the case. There were no adverse consequences to the patient.